Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: - customer didn't alleged delivery anomaly-unexpected suspend (low sg) alarm.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, elevated ketones, and was treated with an emergency room visit and IV insulin drip. The customer had hyperglycemia and was treated with a manual injection. The symptoms the customer reported at the time of hospitalization event were feeling sick/unwell, headache, tired/weak, altered vision/vision changes, extremity pain/cramps, dizziness, and fatigue. The customer's current blood value of 436 mg/dl. The customer had an issue with the insulin pump not giving insulin, and the delivery was suspended. The event involved product(s) mmt-1884, mmt-332a, mmt-213a. Troubleshooting was performed for the hyperglycemic event and confirmed that the customer was using the automode/smartguard feature at the time of the event, and the customer has been using the insulin pump system within 48 hours of the reported hyperglycemic event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a.